Event description:
FDA contacted edgewell personal care on march 9, 2016, to inform edgewell that the agency has received four reports (mw5059966, mw5059967, mw5059968 and mw5060650) concerning adverse events involving playtex sport tampons. The reports indicate that four young women have been hospitalized at a single hospital since the beginning of the year with patient problem (B)(4).

Manufacturer narrative:
On march 10, the (B)(6) department of health provided images of the suspect product in this case. On march 24, the patient's mother contacted edgewell to provide additional facts in this case. She reported that her daughter has been using tampons since menstruation began 6 years earlier. On february 21, 2016, her daughter was on the end of her period and began to feel ill. The mother reports her daughter had vomiting, 102 of fever, 50/25 blood pressure, pulse 135. She also stated her daughter could not feel her feet and hands and her kidneys were shutting down. The mother brought her daughter to the ER where she was diagnosed with tss. The mother advised that her daughter had used a super tampon at the start of the day but the tampon was removed 18 hours prior to their going to the hospital. Mw5060650.

Event description:
FDA contacted edgewell on march 9, 2016, to inform edgewell that the agency has received four reports (mw5059966, mw5059967, mw5059968 and mw5060650) concerning adverse events involving playtex sport tampons. The reports indicate that four young women have been hospitalized at a single hospital since the beginning of the year with (B)(4). This event was reported as mw5060650. Mw5060650 references upc # 078300099338 (x09933jo), which represents playtex sport 36 CT multipack unscented (regular & super, 18/ea). Mw5060650 also states that the patient reports using a regular absorbency tampon from the multipack.